Event description:
Device 1 of 2. Reference MFR report number: 1627487-2012-06941. It was reported the pt's ipg was positioned deeper in the pocket due to discomfort. The procedure took place on (B)(6) 2012. During the procedure, the boot on the extension fell off. As a result, the extension was explanted and replaced.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.